Event description:
The consumer reported a power on reset (por) error code that occurred in (B)(6) 2016. Therapy had stopped due to the por. This por was not related to an overdischarge event. The por occurred after different recharge sessions with the first being after about an hour and the next a week later after about 15 minutes. It was noted the patient normally charged for 2-2.5 hours. The patient noticed not feeling stimulation and having a return of pain. There was a recent medical test or electromagnetic interference environmental exposure. The patient had an MRI head scan unrelated to the implant, but the implantable neurostimulator (ins) remained on during the MRI. This MRI occurred in (B)(6) 2016, (B)(6) 2015 or 3-4 months prior to the report. Information the patient gave on the MRI was unclear. An informational por was reported. The patient noted replacing the patient programmer batteries recently, but it showed the replace patient programmer batteries sooner than the patient expected. The patient changed the batteries and confirmed it resolved. Steps were reviewed on how to clear the por with the patient programmer and the patient was successful in clearing the por. The patient turned the ins back on and confirmed stimulation sensation. Relevant medical history included spinal pain.

Event description:
A patient letter was received and reported that clearing the power on reset resolved the return of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.